Event description:
On (B)(6) 2020 a pulsar-18 t3 stent was successfully placed in the sfa to treat a solid lesion with a lesion length of 110mm and lesion diameter of 5mm. One year after index procedure with the pulsar-18 t3 stent system, patient developed a stent thrombosis. As the mobility of the patient is limited, this has probably contributed to the stent thrombosis. The intention of the stent had initially been to achieve more mobility to allow the patient to address his obesity and also his dyspnea. However, it was found that the patient hardly walks at all. Information on device size, model or lot number was not provided.

Manufacturer narrative:
Added device information. About one year after successful stent placement in a superficial femoral artery, the patient was readmitted to the hospital due to in-stent occlusion of the initially implanted pulsar-18 t3 stent. The affected device was not returned and could therefore not be subjected to a technical investigation. The catheter laboratory report or images of the case, such as angiographies, could also not be obtained. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the in-process and final inspection requirements. Based on the provided documentation, no device deficiency or manufacturing-related root cause could be identified. The treating physician rated the situation as early st due to the limited mobility of the patient. The initial intention of the stent had been to achieve more mobility for the patient to allow him to address his obesity and dyspnoea. However, it was found that the patient hardly walked at all. Therefore, revascularization was rated as not being truly meaningful at this time. In addition, the patient has no pain at rest; the pulse is still present in the popliteal artery.